Event description:
It was reported the patient presented remotely via merlin net. Review of the transmission revealed the atrial lead exhibited unspecified oversensing. A fluoroscopy was performed and confirmed the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.